Manufacturer narrative:
The device was serviced on-site by a field service technician. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection revealed cable damage with exposed cables. An alternative cable was used and it was detected that the impedance value exceeds 0.5 ohms and the leak flow exceeds 50 microampers. The power cord was replaced and the product was serviced to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented power cord damage with exposed cables. No additional information is available.